Event description:
It was reported via postmarket registry that the patient is experiencing "uncontrolled pain." The catheter was originally placed at t9 with no relief of pain. The catheter was repositioned on an unknown date in the sacral area. The patient is receiving morphine, bupivicaine and baclofen via the pump. The patient has also been provided use of a patient therapy manager device. The patient experienced a spinal headache and underwent three blood patches; pain unresolved. The event is "on-going."